Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: the display lens was found to be cracked around the perimeter of the lens. Unrelated to the complaint, the audio bolus button was found to be unresponsive. The button cover was removed and the internal slug was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter noted a crack in the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.